Event description:
It was reported that on (B)(6) 2013 the patient experienced dizzyness and presented to the hospital where an exit block was noted. The right ventricular lead exhibited insulation damage. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.